Event description:
It was reported the gastrointestinal videoscope's image was blurry and turned white. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection. The reported malfunctions were confirmed; the image was entirely white. Based on the results of the investigation, the most probable cause was an environmental problem; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.